Event description:
It was reported that the patient presented to the emergency department due to on and off atrial fibrillation (af) with rapid ventricular response. The patient felt worse on the previous day with their heart racing. A transmission noted the right atrial (ra) lead with intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).